Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit is giving a low leak co2 rebreathing alarm. No patient harm was reported. Patient information requested.

Manufacturer narrative:
The customer declined to provide patient information.